Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year old caucasian female patient underwent primary breast augmentation with a 275cc mentor memorygel breast implant on the left breast, suffered left breast pain and capsular contracture (baker grade unspecified), post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On june 12, 2023, mentor received additional information indicating that the patient had undergone a surgery. Mentor is reporting this surgery conservatively as a removal. However, no date of explantation was provided. A supplemental report will be submitted when clarifying information is obtained. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, breast pain.

Manufacturer narrative:
On july 20, 2023, mentor received additional information indicating that the patient was also diagnosed with bilateral breast implant ruptures. In addition, the patient's date of explantation occurred on (B)(6) 2023. Lastly, the patient underwent bilateral mastopexy and fat grafting to breasts from abdomen. Reason for device explant and/or reoperation: capsular contracture, material rupture this medwatch form is for the left breast prosthesis. Rupture on the right breast implant will be reported under mrn: 1645337-2023-09058.